Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a shocking or jolting sensation. It was stated the pt experienced a shock that went down her right arm and through her right leg and foot, and lasted for "about 20-30 seconds." When it was over, the pt was reportedly "weakened, but stable." The pt was referred to their health care provider. Additional info has been requested, a f/u report will be sent if additional info becomes available.